Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tnl) results from multiple pts that were generated by the unicel dxl 800 access instrument. Based on available info, 51 pt samples were affected in the following time frame 2005 through 2005. The accu tnl results were in the range of 0.52ng/ml-19.43ng/ml. The customer indicated that their lab is using auto verification feature for results and any fliers and questionable results are re-centrifuged and re-peat. The customer indicated that all 51 pt samples were retested for accu tnl. The accu tnl repeat results were in the range of 0.03ng/ml - 0.47ng/ml. It is unk which accu tnl results were reported out. Based on the available info there was no change to pt treatment attributed to or connected with this event.